Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. On an unspecified date, it was reported, the tubing set was being used to deliver an unspecified contrast medium, at an unspecified rate, via a power injector. The male adapter of an unspecified power injector tubing set was connected to the clave port of the tubing set. The spin-loc male adapter of the tubing set was connected to the patient's IV access site. After an unspecified length of time, the tubing separated from the clave port of the tubing set. The customer contact reported an unspecified volume of solution leaked. At this time, it was reported the tubing set was clamped. The tubing set was replaced and the procedure was resumed. There were no reports of adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.